Event description:
It was reported that during procedure, blood clot was developed at the distal tip of the guidewire (included with the balloon system). The balloon system was removed from the pt. The pt was reported to have developed blood clot in the brain and is now doing fine.

Manufacturer narrative:
The device has been evaluated, and the balloon catheter was found to leak at the distal tip. Catheter leaked.